Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated, an infrarenal aortic extension and a limb extension on (B)(6) 2008. On (B)(6) 2014 the patient came in for coiling and physician also implanted a suprarenal aortic extension to increase the overlap of the initial bifurcated and infrarenal stents. Upon follow up, on (B)(6) 2015, computed tomography (CT) revealed unknown endoleak with sac growth. Patient had and additional procedure of a computed tomography angiogram (cta) which identified a type 2 endoleak with a possible type 1 endoleak. The physician elected to reline the original bifurcated stent by implanting an additional bifurcated stent. The patient is in stable condition.